Manufacturer narrative:
Date of event - estimated date has been entered because exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to unspecified reasons. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to unspecified reasons. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the pump was explanted because it didn't work correctly in the patient. There was a loss of pressure. It was also further reported that fluid moved out of the cuff without pumping and there was unwanted urine loss during the day.

Manufacturer narrative:
Estimated date has been entered because exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to unspecified reasons. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the pump was explanted because it didn't work correctly in the patient. There was a loss of pressure. It was also further reported that fluid moved out of the cuff without pumping and there was unwanted urine loss during the day. It was further reported that fluid moved out of the cuff without pumping and there was unwanted urine loss during the day. Further information received also states a second cuff was added in order to provided added stress relief.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to unspecified reasons. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the pump was explanted because it didn't work correctly in the patient. There was a loss of pressure. It was also further reported that fluid moved out of the cuff without pumping and there was unwanted urine loss during the day. It was further reported that fluid moved out of the cuff without pumping and there was unwanted urine loss during the day. Further information received also states a second cuff was added in order to provided added stress relief.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There were crystals in the kink resistant tubing (krt). There was a slow return when squeezed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.